Event description:
1 suspected false positive result for flu b for 1 patient. Unknown if the patient was symptomatic or asymptomatic. Unknown if the result was confirmed. Confirmation method(s) not provided. The customer also communicated 5 additional patient events which are captured in separate reports.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.